Manufacturer narrative:
(B)(4). This lot was manufactured between april 24, 2014 and april 25, 2014. Evaluation summary: visual inspection on the unit noted droplets of fluid located on the inner wall of the housing. The droplets of fluid were identified to be water via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. A functional leak test was subsequently performed on the unit. After fill, the unit was being monitored, the next day, no evidence of leak was observed inside the housing or other parts of the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked after approximately two days of therapy. The exact location of the leak is unknown; however it is known that the solution leaked inside the housing. The involved solution is unknown. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.